Manufacturer narrative:
The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported that the communicator of the patient displayed a red call doctor (rcd) alert and difficulties to interrogate on this pacemaker. Technical services (ts) was consulted and noted this pacemaker not being detected and had unsuccessful transmissions. The patient contacted support and troubleshooting was performed, including verifying proper port connections, power cycling the communicator; however, the issue remained unresolved. No adverse patient effects were reported. This pacemaker remains in service.